Event description:
A glidex drainage catheter was placed for a therapeutic biliary drain. During the procedure, while placing the device, the suture line got caught in the patent's liver. As a result of the device being caught on patient's liver, there was minimal pain experienced. The product was removed the next day with an additional ercp procedure. No further complications were reported with this event.